Event description:
Customer received elevated creatinine results for one patient who previously generated creatinine values around 60 umol per l. In 2009, initial result for this patient's sample was 124 umol per l. This sample was retested on the same analyzer and gave a result of 176 umol per l. The sample was repeated a third time on another cobas analyzer at the customer site giving 196 umol per l. A second sample obtained from the patient was tested giving a creatinine result of 50 umol per l. Date of sample collection, analyzer used for testing and testing date was not provided for this second sample. No information provided to determine if the patient was adversely affected. If additional information is received, appropriate notification will be provided.